Event description:
It was reported that the patient felt symptomatic when programmed in aai-ddd mode, the ventricular lead polarity was programmed as unipolar with good thresholds and unipolar impedance was higher than the bipolar impedance. When the lead was programmed as bipolar there were high thresholds and high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.